Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The issue described in the initial report states that the ethernet cord was forcibly separated from the connector, leaving it in the port. The unit was repaired and was left functional. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.